Event description:
The report we received from the field indicated that the intended procedure was pta of the anterior tibial artery, which was neither calcified nor tortuous. The tempo catheter was placed in order to perform an angiogram of the lesion, and after shooting contrast, the catheter was removed over the wire. Upon removal, it was noted that the brite tip had come off the catheter, and was now in the peroneal artery. The separated tip was successfully retrieved with no reported adverse effects to the pt. The planned pta was successfully completed as well. The account indicated that this was the first time the product was used, and there was no resistance experienced during either advancement or withdrawal of the catheter. An injection of contrast had been performed prior to the tip separation, but the exact point in the procedure, the tip separated was unk. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.